Event description:
It was reported by service report that the siderail is broken and there are exposed sharp edges along the break. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.